Manufacturer narrative:
The problem was due to damaged cavity mirrors. After the replacement of these components, the laser system restarted to work. We are unaware about pt injury.

Event description:
The laser system has low energy output and shows the message "low output".